Event description:
It was reported that on 2013 (B)(6), the patient¿s catheter broke and the baclofen spilled into her system. It was noted, she was overdosed on the baclofen and then she experienced withdraw. It was further reported they had to do a spinal tap to get medication into her system. The catheter was revised and on 2013 (B)(6), and her catheter broke again and the patient ended up in a nursing home where she was given roxycotin. It was also reported in (B)(6) 2013 her catheter broke again, and she saw her healthcare provider (hcp), who gave her oxycotin and oxycodone. It was noted, the patient did not know she needed to start at a low dose and titrate up, thus her hcp dismissed her, saying that she abused drugs. It was also reported if the patient had morphine in her pump when the system malfunctioned, ¿it would have killed her," but further information was not provided regarding this statement. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).